Manufacturer narrative:
This device is currently being evaluated by the MFR. Co is unable to determine the relationship between this device and the cause for this event at this time. Co's directions for use outline appropriate placement, access and maintenance procedures.

Event description:
A pt (age and gender unk) underwent a therapeutic egd procedure for treatment. During this procedure the jaws broke off the resolution clip device. The pt did not sustain any reported complications or ill effects as a result of this issue. The procedure was completed successfully with another of the same device.